Manufacturer narrative:
(B) (4). Physio-control is anticipating the device return to the manufacturing facility for additional evaluation. Physio continues to investigate issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device lid will not stay shut and it would not turn on. The unit was dropped and the latch was broken. There was no report of patient use associated with the reported event. A replacement device was provided to the reporter.